Event description:
Event description: ecn event description: wire was stuck. Please send a catheter and a wire to the customer. Wire: boston starter wire m001491561 what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: a second catheter was used. What is the next course of action?: send a new one to the customer and a wire patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor?: no event date: 2026-5-4 as reported device codes: 1457: entrapment of device or device component, 1346: difficult to remove. As reported patient codes: 9398: no clinical signs, symptoms or conditions country of event: germany. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model). Patient outcome: f26: no health consequences or impact. Related product upn #: m001491561. Related product batch/lot: no value found . Related product family: starter. Material number: m001491561. Returned product expected: no.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.